Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that customer remove guidewire, but guidewire become longer and thinner. Patient intervention: slowly remove guidewire. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed. One 5 fr triple lumen powerpicc provena catheter with a t-lock and stiffening stylet inserted was returned for evaluation. An initial visual observation showed the core wire of the stylet was broken and the coiled wire was severely unraveled. Bends were observed in the stylet approximately 2.5 cm and 13 cm proximal to the distal tip of the stylet. The core wire of the stylet was observed to be broken and protruding from the coiled wire. The core wire was observed to be bent at a sharp angle just proximal to the break site. A microscopic observation revealed the break site of the core wire of the stylet was tapered with an angled fracture surface, which was flat and granular in texture. The fracture features observed on the returned stylet indicate it was most-likely broken due to excessive tensile (pulling) force.

Event description:
It was reported that customer remove guidewire, but guidewire become longer and thinner. Patient intervention: slowly remove guidewire. No other information was provided.